Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead was returned in two pieces. Electrical testing was performed and revealed no indication of conductor fractures. However, an internal short was noted between conductor paths due to procedural damage to the inner insulation. A visual and x-ray inspection of the partial lead revealed no anomalies except for procedural damage.

Event description:
Related manufacturer report numbers: 2017865-2021-39431, 2017865-2021-39432, 2017865-2021-39434. During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular, left ventricular and right atrial leads. Since the noise and oversensing was observed on each lead in the system, the physician suspected the electrical anomalies may have been related to the device. The system was explanted and replaced to resolve the event and the patient was in stable condition.